Event description:
During the pt's office visit on 5/11/1998, the doctor noted that the arthroscopic rotator cuff repair he had performed on 2/3/1998 had not healed. He performed a re-operation (mini-open rotator cuff repair) on 6/16/1998 & reported that the suture broke on two y-knot suture clips, preventing the repair from healing. The doctor removed the y-knots, & replaced them with regular suture knots.